Event description:
Report received of multiple undocumented incidences involving extension sets where the male adapter came loose from the patient's peripheral venous accesses. The customer reported that when the extension sets were connected to the catheters at the IV access site, the extension sets would separate from the catheters. The male luers of the extension sets reportedly would not seat securely into the IV access catheters. It was reported that an unspecified amount of bleed back occurred on an unspecified number of incidents. There was no reported blood loss, although it was reported that there was a minimal amount of blood present in several of the used extension sets. The situations were resolved by changing the extenstion sets, sometimes several times before therapy was resumed. The customer reported that there were no reported advese patient effects. Though requested, no further information was available.